Manufacturer narrative:
The device has been evaluated but not repaired, pending estimate approval.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's oxygen blending module board and sensor board will be replaced to address the issue.